Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/12/2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. No additional patient or event information is available.